Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 170 mg/dl and sensor reading was 52 mg/dl. Customer stated she turned off the feature so she would be able to sleep. Customer declined troubleshooting and changed the sensor. Customer stated the issue might have been caused by the blood at the site. Customer is not returning the sensor for analysis.